Manufacturer narrative:
The reported event of inability to communicate via bluetooth was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of bluetooth connectivity.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited wireless bluetooth communication problem. Programming changes were made. No patient consequences.